Manufacturer narrative:
Additional information:section a-3b patient gender: unknown as information was not provided section b-3: date of event: unknown as information was not provided. The best estimation date is around (B)(6) 2024, a few days after her surgery.section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the zlb00 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). Patient reports complaints of blurriness and distortion that has progressively gotten worse. There was no product quality issue that contributed to the reported event. Iol explant is scheduled for (B)(6) 2024. Through follow-up, additional information was received confirming the iol was explanted on (B)(6) 2024. The explanted iol was replaced with a zlu150 21.5 diopter iol. There was no complications, no incision enlargement, no serious patient injury, no sutures, and no vitrectomy during the lens exchange procedure. Patient prognosis post-lens exchange was reported as excellent. No further information is available.